Event description:
Philips received a complaint on the avalon us transducer indicating that the reading was too high. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) spoke with the customer and confirmed that the transducer was defective and required replacement. A quote for a replacement transducer was provided to the customer. A replacement transducer was sent to the customer to resolve the issue. E1: (B)(6).